Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown femoral, unknown, unknown, unknown tibial tray, unknown, unknown, unknown bearing, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02042, 0001822565-2018-02043, 0001822565-2018-02044. Remains implanted.

Event description:
It was reported that the patient is experiencing pain and redness from the knee down. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This follow-up report is being filed to relay that the previous reports submitted on may 22, 2018 and jun 4, 2018 were submitted erroneously under the wrong manufacturing report number. This event is currently being submitted under 0002648920 - 2018 - 00576